Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 432 mg/dl. Customer stated they also experienced low blood glucose which was 48 mg/dl. Customer was treated food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that insulin pump had pump error. Customer performed self test and it was passed. Customer was using auto mode. The insulin pump will not be returned for analysis.